Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the patient had bladder cancer. In cystectomy case, after removal of urinary bladder, the surgeon did the procedure of ileal conduit which used some parts of the ileum to replace the bladder's function. The process of the ileostomy was done using a reload. After 5 days, the patient was diagnosed with a mild leak. The surgeon the performed a secondary operation, using suture method to re-do the ileostomy. Then after 3 days, there was a mild leak still occurring. After performing the 3rd operation, the patient stayed in the ICU for further checkup because of sepsis. No reinforcement material was used.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two videos of one device. The event report alleges the product was used in a surgical procedure. Content leak was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A potential root cause is thick tissue. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.